Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 600 mg/dl. Customer¿s blood glucose was 143 mg/dl at the time of the call. The customer did not experience any symptoms as a result of high blood glucose. The customer declined troubleshooting for high blood glucose level. Customer also reported getting alert for sensor not updating and blood at site. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected opened or used sensor and found needle separated from sensor base. Inspected insertion needle for burrs or hooks and dull needle tip defects and none were found. Introducer needle passed per specifications